Manufacturer narrative:
Additional information: serial number for product ID: 9735225r is (B)(4). The computer has been received by the manufacturer. However, it is still under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The computer booted normally and did not show any freezing or random re-boots. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unstable; it was freezing during boot up and randomly rebooting. There was no patient present when this issue was identified.